Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that a malfunction alarm occurred and the pump stopped all insulin delivery. There was no impact to the customer's blood glucose level. In addition, when the contact plugged the pump in to reset the malfunction code, the battery gauge jumped from 35% to 85%. The contact stated that the night prior to the event the battery was charged up to 90%. It was indicated that the customer would use manual injections as alternate insulin therapy.